Manufacturer narrative:
This is an initial report. A follow-up report will be submitted upon investigation completion.

Event description:
An erroneous creatinine result was identified on a sample measured on gem premier chemstat on 8/21/2025. The chemstat creatinine measurement was 316 umol/l, and the lab creatinine result was 166 umol/l. The lab sample was taken within 5 minutes of the chemstat sampling. The iqm corrective action reports showed no issues and didn't flag any interferences. Repeat lab analysis confirmed same result (166 umol/l). Repeat chemstat analysis on 8/28/2025 and returned "incalculable" results; sample flagged as excessive creatine interference. The creatine test has been disabled on the chemstat pending further investigation. No patient impact reported.

Manufacturer narrative:
Investigation of the provided data confirmed that creatine results were much higher than normal in all four analyses of this particular patient sample, likely causing the elevated creatinine results reported. In review of instrument data, all the creatinine and creatine sample results of this pak, and the sample results immediately before and after this particular patient sample, concluded the pak was functioning normally. Creatinine sensor performance was within specifications on this pak throughout its usage. Data review also concluded that the analyzer performed as intended. The manufacturing records were reviewed for the gem premier chemstat pak, serial# (B)(6), which passed all manufacturing and qa specifications. A review of the complaint database revealed no trend excursion pertaining to the reported failure mode. There was no patient impact. Based on this assessment, no remedial action is required.